Event description:
Healthcare professional reported capsular contracture baker grade unknown on left side. The device has been explanted and replaced. Patient later presented symptoms of alcl.

Manufacturer narrative:
(B)(4). Information in this report also relates to patient identifiers (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.